Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter. The physician scoped that patient and observed that the cuff would not fully close. Therefore, the patient underwent surgery to replace the cuff. There were no further patient complications.